Event description:
On 01/22/1999, following an intravascular procedure an angio-seal device was placed in a pt's right groin. After the catheterization, the pt complained of claudication and the pulses were noted to have changed from pre-catheterization status. A surgical consult was obtained and the pt was taken to surgery on 01/23/1999. The pt was found to have extensive plaque extending from the distal iliac into the common femoral artery with an intimal flap. There was thrombosis of the iliac artery as well as the common femoral artery. A clot was removed from the superficial femoral artery distally. The pt was discharged with no further sequelae. As of 04/02/1999, there has been no further report to the MFR of complication or add'l pt sequelae.